Manufacturer narrative:
(B)(4). The analysis results found that two devices and 5 reloads were received sterile. One of the devices was open and testes for functionality, it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during resection of colon transversum procedure, a side to side anastomosis was performed and there was an anastomotic leakage found post operatively. A reoperation was performed. The leakage was mitigated using sutures. There were no other reported patient consequence.